Event description:
A customer contacted beckman coulter inc. (Bci) field service engineer (fse) reported a burning smell without smoke on the pk7300 automated microplate system. The smell was associated with a shorted printed circuit board (pcb part number mu7161). No reports of death or injury associated with this event. This event did not affect patients.

Manufacturer narrative:
Fse replaced pcb ((B)(4)) and calibrated all pressures. Fse verified repairs per established procedures. The system operational. Acceptable results obtained from customer post-service verification test run. The root cause is unknown.